Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer¿s cursor moved autonomously during the analyzer session. It was also noted at the analysis that the finger touch option not worked. It was further noted that display had color issue and display glass was broken. Additionally, it was noted that media door broken. The cord bay latch broken. The left keyboard hinge was broken. The bullets were missed. The speaker's were defect and no audio signal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer¿s cursor moved autonomously during the analyzer session. It was also noted that the radiofrequency (rf) head was unable to recognize the implantable device. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.